Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an over infusion of propofol. The propofol was a routine order of 1000mcg/100mls and was to infuse at 30 mcg/kg/min (19ml/hr). Per report "the propofol infused 100mls in less than (2) two hours. Propofol was then stopped and held until patient began to wake. Propofol was restarted running on a different pump." Propofol was programmed manually using guardrail drug library. Fentanyl 50mcg/hr was also infusing at the time of the event. The event occurred right after shift change. There was patient involvement, but no harm.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? Imdrf annex a, b, c, d, d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported complaint of an over infusion of propofol was not confirmed during a review of the log or replicated during testing of the suspect pump module. Thorough laboratory testing of the suspect pump module confirmed its performance was within specified parameters, with no errors or malfunctions detected. Inspection of the suspect pump module both externally and internally did not observe any existing issues that may have been a contributing factor for the reported issues. The logs from the pcu and pump module were retrieved to determine the details of the reported event. The facility indicated that the event occurred on 06apr2025 between 6:42 pm and 9:03 pm. A review of the pcu error log did not observe any errors that could have contributed to the reported event. The logs below show the events from 06apr2025 at 6:41 pm, when the unit's channel was pressed, until 9:01 pm, when the unit was turned off. At 6:41 pm on april 6, 2025, the pump module 8100 (s/n (B)(6)) was selected. The unit had previously been programmed with propofol (drug ID 508) at a concentration of 10000mcg/ml, a dose of 30mcg/kg/min, and a rate of 19.44ml/hr for a patient weighing 108kg. The user adjusted the volume to be infused (vtbi) to 15ml, and the primary volume infused (pvi) was 110.728ml, reflecting prior infusions. The infusion started, and later at 7:10 pm, the vtbi was changed to 25ml, with the pvi increasing to 120.104ml before restarting the infusion. At 8:00 pm, an occluded fluid side alarm was triggered with a pvi of 136.31ml, prompting the user to press the restart key and resume the infusion. Shortly after, the vtbi was updated to 100ml, and the pvi slightly increased to 136.333ml. At 8:04 pm, the dose was modified to 35mcg/kg/min, adjusting the rate to 22.68ml/hr and vtbi to 98.753ml, with a pvi of 137.58ml. The dose was changed again at 8:18 pm, increasing to 40mcg/kg/min with a rate of 25.92ml/hr and vtbi of 93.562ml, while the pvi reached 142.771ml. At 8:19 pm, a sequence of alarms was triggered, including door opened, safety clamp open, and door closed, followed by a restart of the infusion at a pvi of 143.255ml. At 9:00 pm, an air in line alarm occurred, with the pvi rising to 160.965ml. Finally, at 9:01 pm, the channel off key was pressed, and the infusion ended. It was not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid was within the IV container. This is not a function of the pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. Inspection and testing of the incident administration sets could not be performed since the incident administration sets were not returned for investigation. The pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: suspect pump module s/n: (B)(6) (w/o: (B)(4)) please replace the mechanism assembly as it was disassembled during the investigation. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. This may be charged to dchu. Dchu is not responsible for any cost associated with incidental findings or any cost associated with any 3rd party parts found. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Root cause: the root cause of the reported issue of an over infusion of propofol was not identified during the investigation. The returned device was fully evaluated, and no issues or anomalies were observed during the log review and laboratory testing. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an over infusion of propofol. The propofol was a routine order of 1000mcg/100mls and was to infuse at 30 mcg/kg/min (19ml/hr). Per report "the propofol infused 100mls in less than (2) two hours. Propofol was then stopped and held until patient began to wake. Propofol was restarted running on a different pump." Propofol was programmed manually using guardrail drug library. Fentanyl 50mcg/hr was also infusing at the time of the event. The event occurred right after shift change. There was patient involvement, but no harm.